Event description:
(B)(4). Since I had this put in, I have had severe cramping all the time!!! Swollen belly looks like I'm pregnant at times, irregular periods, some so heavy I can hardly stand it!!! I get such severe cramping I've gone into the ER numerous times...and the doctor numerous times also! I was/am going through major brain fog...and since I had these inserted, I've been diagnosed with hypothyroidism, sleep apnea, severe heartburn , adhd, generalized anxiety disorder along with depression and moodiness so bad, I had to get a divorce!!! My stomach is so swollen all the time and bloated and gassy!!! I was scheduled to have a hysterectomy last (B)(6), however, I went through my divorce, lost my job and had to move, so since then, I've been trying to get back on my feet, so I can be stable enough to have it done!! I have also been diagnosed recently with reyods syndrome and very poor circulation....everything keeps going wrong...these devices need to be pulled off the shelves and out of our bodies....I also had a miscarriage 2 months ago due to my essure!!!